Manufacturer narrative:
Analysis of historical records (MFR reports 9680825-2021-00029 and 9680825-2021-00030) orthofix srl checked the internal records related to the controls made on the component code (B)(4) batch b1261748 before the market release. No anomalies have been found. The original lot, manufactured in 2018, was comprised of (B)(4) units, assembled in multiple lots of finished device code (B)(4). All of them have already been distributed to the market. According to orthofix srl historical records, no other notifications have been received in regards to this specific device lot. (MFR report 9680825-2021-00029). Orthofix srl checked the internal records related to the controls made on the component code (B)(4) batch b1260551 before the market release. No anomalies have been found. The original lot, manufactured in 2018, was comprised of (B)(4) units, assembled in the finished device code (B)(4) lot b1261772. All of them have already been distributed to the market. According to orthofix srl historical records, no other notifications have been received in regards to this specific device lot. (MFR report 9680825-2021-00030). Technical evaluation (MFR reports 9680825-2021-00029 and 9680825-2021-00030). The returned devices, received on april 7, 2021 were examined by orthofix srl quality operation department. The devices were subjected to visual, dimensional and functional check as per orthofix specifications. The preliminary visual check evidenced that one locking screw and one locking nut is missing from the retuned device with batch b1260551. 1. Device code (B)(4), batch b1261748 (MFR 9680825-2021-00029). The visual check evidenced that the central body assembly is broken close to the locking screw and the 12 mm bar seat. An evident scratch is also present on the humeral body edge. The dimensional check did not evidence any anomalies. It was not possible to perform a complete functional check as the device is broken. It was also performed the documental check of the raw material certificate. No problem was found. 2. Device code (B)(4), batch b1260551 (MFR 9680825-2021-00030). The visual check confirmed that there is a fracture in the body of the device, in correspondence of the distractor locking bolt on the ulnar body code (B)(4). Presence of residuals are detected in correspondence to the locking screw, probably caused by the cleaning solutions used during the decontamination activities. It was also evidenced that the locking screw was positioned incorrectly so that excessive load was transmitted to the joint. The dimensional check did not evidence any anomalies. It was not possible to perform a complete functional check as the device is broken. It was also performed the documental check of the raw material certificate. No problem was found. Medical evaluation (MFR reports 9680825-2021-00029 and 9680825-2021-00030) the information made available on the case, together with the results of the technical analysis, was sent to our medical evaluator. Please find below an extract of the medical evaluation performed. "In this event we are told that a 31 year old male patient was having an operation for correction of a charcot joint. During the operation it seems that 2 galaxy elbow fixator bodies failed and are being returned. In the images we can see that one has a clear break, and the other has a problem with a bar locking screw. We are told no more about the problems, except that the patient is now out of hospital. Several questions were asked to attempt to find out exactly what happened. It does seem that the patients (complaint (B)(4) and (B)(4)) were being treated for neuropathic elbow joint. In this condition, the patient cannot judge the load on the affected limb, which might explain why the components have broken. Folder (B)(4) (orthofix ref (B)(4)): this was in a 31 year old male, and much of the re-sent content is as before, but we have in addition an x-ray of a left elbow with an acute fracture-dislocation. The ulno-humeral joint is dislocated and the radial head is separated and comminuted. This looks like a fresh injury. 2 galaxy elbow clamps have been returned and are analysed in this report. The technical report concludes that the devices have been subjected to excessive torque after cleaning with some corrosive materials, and in one case with a locking screw incorrectly positioned and tightened. So the conclusion is that the devices have not been processed correctly and have been subjected to excessive torque leading to breakage in different positions. Because of a lack of information it is not possible for us to understand the clinical significance of these breakages, and without more details further comments are not possible". Conclusion: the breakages observed could be mainly attributable to the application of an excessive torque on the device. The items may have been weakened by repeated uses and sterilizations (device manufactured in 2018), as some signs of corrosion can be detected on then. The devices broke due to stress corrosion (combination of oxidation and mechanical stress). Moreover, the device batch b1260551 evidenced that the locking screw was positioned incorrectly so that excessive load was transmitted to the joint. The medical evaluation evidenced as follows: "the technical report concludes that the devices have been subjected to excessive torque after cleaning with some corrosive materials, and in one case with a locking screw incorrectly positioned and tightened. So the conclusion is that the devices have not been processed correctly and have been subjected to excessive torque leading to breakage in different positions. Because of a lack of information it is not possible for us to understand the clinical significance of these breakages, and without more details further comments are not possible". Orthofix would like to remind the importance of strictly following the instruction reported on cleaning and sterilising the product. The analysis of the historical data evidenced that no other notifications have been received on devices belonging to the same lot. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: - product code: (B)(4) (elbow hinge). - batch number: b1261748 and b1260551 (MFR reports number 9680825-2021-00029 and 9680825-2021-00030 respectively). - quantity: (B)(4) each. - date of initial surgery: (B)(6), 2021. - surgery description:correction. - event description: the event involves one patient and two clamps. One clamp broke during application and the second clamp broke into treatment. An additional surgery was needed to replace the second clamp. Date of the breakage of the second clamp and date of the additional surgery are not available. Please also kindly refer to MFR report 9680825-2021-00030. Manufacturer reference number: (B)(4).

Manufacturer narrative:
Analysis of historical records (MFR reports 9680825-2021-00029 and 9680825-2021-00030). Orthofix (B)(4) checked the internal records related to the controls made on the component code 934110 batch b1261748 before the market release. No anomalies have been found. The original lot, manufactured in 2018, was comprised of (B)(4) units, assembled in multiple lots of finished device code 93410. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, no other notifications have been received in regards to this specific device lot. Orthofix (B)(4) checked the internal records related to the controls made on the component code 934110 batch b1260551 before the market release. No anomalies have been found. The original lot, manufactured in 2018, was comprised of (B)(4) units, assembled in the finished device code 93410 lot b1261772. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, no other notifications have been received in regards to this specific device lot. (MFR report 9680825-2021-00030). Technical evaluation (MFR report 9680825-2021-00030). The devices involved in this event were received on april 7, 2021. The technical evaluation on the returned devices is currently on going. Medical evaluation (MFR report 9680825-2021-00030). The information made available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the investigation are available. As soon as the results of the investigation are available, orthofix (B)(4) will provide a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: product code: 93410 (elbow hinge). Batch number: b1261748 and b1260551 (MFR reports number 9680825-2021-00029 and 9680825-2021-00030 respectively). Quantity: 1 each. Date of initial surgery: (B)(6) 2021. Surgery description:correction. Event description: the event involves one patient and two clamps. One clamp broke during application and the second clamp broke into treatment. An additional surgery was needed to replace the second clamp. Date of the breakage of the second clamp and date of the additional surgery are not available. Please also kindly refer to MFR report 9680825-2021-00030. Manufacturer reference number: (B)(4).